Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on 04/18/2016 patient's behalf to report that the receiver displayed error err67 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).